Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. The associated MFR report numbers: 1225714-2013-003062 and 1225714-2013-03063. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted the pt's experience was sudden in nature and the pt expired approx one week later, which is alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-03062.